Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular lead, following initial placement in which a large number of helix rotations were required, unsatisfactory lead measurements were exhibited and the lead then attempted to be repositioned. At the second location, the physician again reported an extended number or helix rotations were required to obtain cardiac contact. It was unclear if the helix had extended to its intended length. The physician then requested another lead for implant. The attempted implant lead is expected to be returned for analysis; no resulting adverse effects were reported.